Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: device history record (DHR): lot number crdcnv, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; the valve was received dismantled in 3 parts: the silicone housing was cut/torn from the black arrow mark to the distal end of the silicone as well as a tear/cut was noted in the needle chamber, the casing with mechanism inside and the siphon guard were returned outside of the silicone housing. Marks were noted on the siphon guard. The siphon guard was tested and failed. The position of the cam when valve was received was 120mm h2o. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. Due to the damaged silicone housing the valve could not be tested for occlusion, leak and reflux. The siphon guard was dismantled and a biological debris was noted blocking the siphon guard. The cam mechanism was slightly moved. The valve was re-tested for programming, the valve failed the test. The cam mechanism did not move during the programming process. The valve mechanism was dismantled and biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The cam magnets were inspected and passed. The root cause for "valve occlusion was suspected and it was unable to change the setting. Also, it was confirmed that the cam was not rotating" was due to biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate, as well as biological debris was found blocking the siphon guard. The probable root cause for the cut/torn noted in the silicone housing as well as the cut/tear noted in the needle chamber was probably caused by a hard knock on the device or sharp/pointed object coming into contact with the silicone housing. As specified in the IFU, silicone has a low cut/tear resistance. The possible root cause for marks were noted on the siphon guard may be linked to the use of a toothed or sharped object. Complaint will be closed as 'blocked/occluded: biologic debris: after implantation'.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported inability to program a shunt valve. A hakim programmable in-line valve was implanted in the patient via ventricular peritoneal shunt on an unknown date with an initial unknown setting. A valve occlusion was suspected on (B)(6) 2020 and the provider was not able to change the valve setting. It was reported the cam was not rotating. Detailed information was not available. The valve was replaced with a new valve. The patient is following up.